Event description:
It was reported that during a full supply change the connector piece for a contact detach steel infusion set would not lock because the connector needle was bent, preventing attachment to the prefilled cartridge and resumption of delivery. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change and resumption of insulin delivery without hospitalization. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed a bent connector needle consistent with a damaged or deformed disposable component that interfered with mechanical connection. It was concluded, based on previously established findings for similar reports, that the cause was user handling-related damage to the connector piece.

Manufacturer narrative:
Initial.